Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump had been serviced by a third party servicer and the infusion factor had been changed incorrectly during the non-factory recertification. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump had cosmetic damages. When the pump was returned to mmdg for evaluation, the pump failed volumetric testing during the investigation. (B)(4).